Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg explant procedure due to wound dehiscence at the ipg pocket site and that the ipg was visible. The physician assessed there was no infection, and the patient is doing well post-operatively. Device malfunction is not suspected.

Event description:
A report was received that the patient underwent an ipg explant procedure due to wound dehiscence at the ipg pocket site and that the ipg was visible. The physician assessed there was no infection, and the patient is doing well post-operatively. Device malfunction is not suspected.